Event description:
It was reported that this right atrial (ra) lead exhibited noise on various dates. The noise was in short bursts with oversensing however no significant pacing inhibition was observed. It was noted this patient is pregnant. Technical services (ts) discussed the possibility of lead on lead abrasion causing noise on both leads and to consider in clinic evaluation with isometrics testing. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).